Event description:
The report received from the study indicated that during the retrieval of the angioguard, the operator had difficulty removing the device from the patient. There was no adverse event to the patient. Pta was being performed on a lesion in the ostium of the right internal carotid with 85% stenosis. The lesion was 20mm in length in a 5.5mm vessel diameter. The eccentric lesion was moderately calcified. The angioguard distal protection device was successfully deployed and the lesion was pre-dilated. Then a 10x30mm precise stent was successfully deployed at the target lesion site without any malfunctions. The angioguard was successfully removed, and there was debris found in the basket. There were no neurological deficits after the patient left the angio suite. Post-procedure ck was 52 (maximum upper limit of 232) and ck-mb 1.0 (maximum upper limit was 4.0). Pre-procedure medications included aspirin and clopidogrel. The patient was discharged 4 days after the procedure.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information is pending regarding thee procedure and will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.